Event description:
It was reported the device had early eri (elective replacement indicator). The device was explanted and replaced. During changeout of device, a nick was found in the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4): analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B) (4): proximal conductor fractured, and blood noted on conductor and helix; full lead returned and analyzed.